Manufacturer narrative:
Continuation of d10: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an other regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from the patient's legal representative, stating that their client had received a call from the manufacturer confirming that their ins leads had moved after getting an x-ray/imaging. The caller was asking if the manufacturer kept the patient's medical records. The agent redirected them to the provider. The agent also left them a voicemail and provided the manufacturer's legal contact number. The agent documented the reported event.